Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: redr01 implantable pulse generator (ipg) (B)(6) 2010. (B)(4).

Event description:
It was reported that the ventricular capture management (vcm) may not be working properly. The vcm trend registries show high threshold measurements greater than 2.5v, however, in-office interrogation results show normal thresholds between 0.5 and 1.0 v. Reprogramming was performed and the device and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.